Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she was having issues with the sensor. The insulin pump has alarmed calibration error. Troubleshooting was performed and customer stated she was unable to calibrate due to greater difference in sensor and blood glucose readings. Customer then stated earlier her blood glucose was 437 mg/dl and her sensor was 267 mg/dl. No troubleshooting was performed for the high blood glucose. Customer stated she may have been high as the night prior he might have over treated for a low blood glucose event. She is not returning the sensor for analysis.